Event description:
The customer reported power issues considered to be failure to power up with ac power only.

Manufacturer narrative:
(B)(4). The device was evaluated by the local philips technician and the stated problem was confirmed. The ac power cord was found to have been the cause of this malfunction. There was no pt involvement. The device passed operation performance testing and was returned to the customer. This was a ac power cord malfunction.